Manufacturer narrative:
(B)(4). Approximate age of device - 7 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh). An IV of bivalirudin was initiated. Multiple low flow alarms were noted on (B)(6) 2018. The patient recalled feeling dizzy, lightheaded and lethargic during that time.